Event description:
Pt's pump reset on its own. She stated everything went back to default settings. Has not happened to her before. Replacement pump being sent to pt. No lapse in therapy as back up pump is working. No other info known. Spontaneous call from pt. The reported product fault did not occur while in use with a pt. The product issue did not cause or contribute to pt or clinical injury. Dose or amount: 25 ng/kg/min, frequency: continuous, route: IV. Dates of use: from (B)(6) 2016 to current. Diagnosis or reason for use: pah.